Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced an infusion set was fell off during use event. The blood glucose level was 6 - 12 mmol/l at the time of event..the infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.